Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. D4: the UDI number is not known as the catalogue number was not provided. D6a- date of implant estimated literature attachment: e-180100article literature attachment: appendix e-180100 the device was not returned for analysis. A review of the electronic lot history record (elhr) and the lot level similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The reported patient effect of death, is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects reported in the article are captured under separate medwatch reports.na

Event description:
It was reported patients with complex bifurcation lesions had optical coherence tomography (oct)-guided percutaneous coronary intervention (pci) or angiography-guided pci. The primary end point was a composite of major adverse cardiac events (mace), defined as death from a cardiac cause, target-lesion myocardial infarction, or ischemia-driven target-lesion revascularization at a median follow-up of 2 years. The xience everolimus-eluting stent was prespecified for implantation. The article identified xience drug-eluting stents that may be related to stent malappostion, patient deaths, myocardial infarction, ischemia, stent thrombosis, target vessel revascularization, re-hospitalization. The article's supplemental appendix mentioned ventricular tachycardia (vt), ventricular fibrillation (vf), cardiogenic shock, major bleeding, stroke, vessel occlusion, perforation, and dissection as procedure related complications; coronary artery bypass graft revascularization was also noted. The supplemental appendix also listed the following procedural related complications during oct guided pci, vt/vf, cardiogenic shock, major bleeding, stroke, vessel occlusion, perforation, dissection and death. Contrast-associated acute kidney injury without an oct/dragonfly malfunction was mentioned during oct guided pci. The article concluded; oct-guided pci had a lower incidence of mace at 2 years than angiography-guided pci. Details are listed in the article, titled ¿oct or angiography guidance for pci in complex bifurcation lesions."

Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. D6a- date of implant estimated. Literature: e-180100 article. Literature: appendix e-180100. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects reported in the article are captured under separate medwatch reports.